Manufacturer narrative:
This report is for an unknown 7.3 mm cannulated titanium screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: berger-groch, j. Et al. (2020), accuracy of navigated and conventional iliosacral screw placement in b- and c-type pelvic ring fractures, european journal of trauma and emergency surgery, vol. 46, pages 107-113 (germany). The objective of this study is to report the institutions experience with standardized 2d computer-navigated percutaneous iliosacral screw placement (cns), as well as the conventional fluoroscopically assisted screw placement method (cf) over a period of 10 years. From 2004 to 2014, a total of 136 patients. (232 iliosacral screws; (99 females and 37 males) were treated with 7.3 mm cannulated titanium screws (synthes, umkirch, germany). The following complications were reported as follows: 14 screws perforated ventrally. 15 screws exhibited perforation into the neuroforamen. 3 cases had dorsal perforation. 4 cases had cranial perforation. 4 cases had revision surgery because of malpositioning and pain. 3 cases had revision surgery because of loosening of the screw and pain. 2 cases had revision surgery because of sensory disturbances and pain. 1 case had revision surgery because of significant ventral perforation in post op CT 2 cases had revision surgery because of screw loosening in post op CT 4 cases had revision surgery because of local pain. This report is for a 7.3 mm cannulated titanium screws (synthes, umkirch, germany). It captures reported events of perforation into the neuroforamen, perforation, revision surgery because of malpositioing and pain, revision surgery because of sensory disturbances and pain, revision surgery because of significant ventral perforation in post op CT and revision surgery because of local pain. This is report 1 of 3 for complaint (B)(4).